Event description:
It was reported that the device has a brake issue. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
H3 other text : device not accessible for testing. Customer performed repair.